Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had an ¿invalid data¿ displayed for cardiac compass data. It was noted that the his bundle lead had a suspected under-sensed beat. The device and lead remain in use. No patient complications have been reported as a result of this event.